Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The UDI information in d4 could not be provided as the serial number was not given by the customer. Genreally, further information have been requested concerning the occurred incident and the device involved.

Event description:
The following was reported to hamilton medical ag: ventilator knob did not function during the treatment of a patient with heart failure, resulting in the ventilator not functioning properly. However, ventilation was provided. No health consequences or impact was reported.